Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a endoscopic submucosal dissection (esd) procedure using the subject device, the vertical noise appeared in the endoscopic image. The user cycled the power of the subject device, the endoscopic image was not displayed on the monitor. The user replaced the endoscope to another one and completed the procedure. The user connected the subject endoscope to another video system center, the endoscopic image was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-05371 and correct the initial report submitted on august 07, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.